Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented to clinic for follow-up, post-paced t-wave oversensing was observed. Patient did not receive therapy during the oversensing. Programming changes were made during the device check. Further testing were recommended. No further information available.